Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg (l-1). Approximately 19 months post the index procedure the patient suffered stenosis in the left sfa (l1). Approximately 13 months later the left sfa was treated using non medtronic pta and deb. Investigator assessed that the event was not related to the paclitaxel and possibly related to the index device and procedure. The cec adjudicated the event as possibly related to the index device and procedure.

Manufacturer narrative:
The cec has adjudicated the event as related to the study device, but not related to the procedure/drug.

Manufacturer narrative:
During the previously reported revascularization of l-1, the patient was treated with pta and deb and not stenting as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.